Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports coude tip and funnel indicator misalignment. "The coude tip and the funnel end are not lining up straight to the tip which is making it hard to insert the catheter". No further information is available. No photo available.

Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo or samples have been received. No harm reported. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing or sterilization process of the mentioned lot. The batch record review indicates no discrepancies. Based on the provided information, it is not possible to confirm the issue. This issue will be monitored through the post market product monitoring review process, (B)(4). Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.